Event description:
It was reported that during an esophagectomy procedure, the device miss-fired. That is all the information I have at the moment. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53e0d additional information was requested and the following was obtained: the surgeon had successfully completed 4 firings with the device. On the next firing to close the enterotomy, the stapler was clamped down on the tissue. On squeezing the firing trigger the knife blade appeared to come out and make a slash into the tissue causing a lot of tissue maceration. No staples seemed to deploy and then the stapler was stuck. He eventually managed to retract the knife blade but the tissue was left in a mess. Fortunately it was an open procedure, not a laparoscopic one and he was able to suture the tissue. There was no harm to the patient. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Analysis does not confirm (verify) the reported failure. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.